Manufacturer narrative:
(B)(4) date sent: 04/20/2021 d4: batch # unknown analysis: the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample revealed that the cs40g device received outside its opened package. Upon visual inspection, it was noted that the tyvek has adhered to the blister in the easy opening area. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. The event description is confirmed as the tyvek was noted delaminated. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/05/2021. H11: corrected data= h10 device analysis. Device analysis: the product was returned for evaluation. A visual inspection was conducted on the sample. Visual analysis of the returned sample revealed that the cs40g device was received outside its opened package. The blister was not received for analysis. Upon visual inspection of tyvek, it was noted that there is glazing on the seal area on the tyvek. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event. Also, the blister was not returned for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2021. Additional information received: the account stores the device in the main core. The circulator noticed that the contour was not sealed all the way; like there was not enough glue. This device was not used and second device from the same lot was pulled and had the same issue. They then pulled a third device from the same lot and it also had the same issue. A fourth device was pulled from a different lot and the packaging was fine and this device was used. All three (3) devices looked the same with approximately 25% sealed and 75% not sealed. There was no white transfer visible on the plastic. No glue was seen. There was no damage seen to packaging other than the normal wear and tear.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during an unknown procedure, packaging on our contour stapler was not sealed. When the circulating nurse begin to open product, she noticed that the adhesive glue around packaging was nonexistent around 3/4 plastic. Staff immediately set aside and did not open. Surgery was delayed five to ten minutes due to the reported event. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/22/2021. Photo evaluation was sent under (B)(4) (3005075853-2021-01620).